Event description:
During preventive maintenance, when switched to battery backup power, the device lost power after less than the expected period of time. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Eval anticipated but not yet begun.